Event description:
Additional information was received from the patient. The patient reported that cause of the communicator not connecting was not det ermined, it was still doing the same, and the machine is messed up at this moment. The patient said they wish most of the time that they had not had the ins placed. Right not, almost everyday, the patient said it feels like their spine has been twisted. It was also reported that the cause of the programming changing to group b was not determined and it was the machine itself. The patient stated when it works it helps 70%, but the rest of the time the pain is about 11/12. The patient said they have been having trouble with pain and breathing on groups d and a. The issue was not resolved, and the patient did not know yet what further steps would be taken. The patient noted if they knew then what they know now, they would not have had the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that since friday evening they cannot connect their communicator, there was no blue light. Pt tried resetting the communicator and powered off and on the handset but nothing worked. Agent had the pt reset their bluetooth in the handset, restarted the handset, and reset the communicator. Pt accessed mystim and got connected. Pt was able to change their therapy group to c and pt mentioned c works best for them. Pt mentioned that when they checked the therapy group assignment it was changed to b. Pt ask who changed the group into b. Agent provided information and reconfirmed pt if they're able to choose the right therapy group and pt stated yes and added that therapy a goes to their lower left, b goes to the right side to their ribs. Agent reviewed communicator reset done. Steps taken during the call resolved the issue.